Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare provider reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white particles, crease fold and deformation. Cloudy color and bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is no issues found related with the manufacturing process.